Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 10 may 2022, senseonics was made aware of an adverse event where users sensor broke during the removal procedure.

Manufacturer narrative:
The customer complaint was confirmed, via visual inspection upon reception of the RMA. The end cap of the sensor popped off, while it was being explanted. And based on case notes, all fragments of broken sensor were successfully removed. Breakage of sensor, during removal is a known and anticipated potential adverse effect, which does not require additional investigation. Per case notes. The sensor fragments were successfully removed. No further resolution was found necessary for this complaint. D4: additional device information updated; d5: operator of device updated, to operator/consumer.